Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that single lumen power PICC solo placed on (B)(6) 2025. Trimmed length 51cm and placed at 9 cm to skin. PICC reported to be blocked by district nurses on (B)(6) 2026. Reviewed by oncology team and line appeared kinked under dressing. Dressing removed and still line was kinked therefore not flushing. The kink was eventually straightened and then flushed with a 10ml syringe, however leakage was noted under the securacath at about. 7-8 cm. Staff advised to ensure no kinks visible when doing dressing changes. No harm has come to the patient and a new line has been placed today.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A permanent kink impression was observed between the 33cm and 34cm depth markings. The catheter kinked preferentially at the kink impression site during manual manipulation. Microscopic inspection of the catheter confirmed the presence of a permanent kink impression. Material buckling and surface wear were observed in the vicinity of the kink. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the catheter to be patent to both with no observed leaks. No leaks were observed during pressurization of the sample. The kink impression, buckling and material wear were consistent with sharp kinking of the catheter. The use residues suggested that kinking occurred while the catheter was in situ. Kinking of an indwelling catheter may occur due to placement selection, insertion techniques, and patient anatomy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through material fatigue. This damage may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a kink was observed between the 33 cm and 34 cm depth markers. The catheter kink contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the kink site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.